Event description:
It was reported that on (B)(6) 2022 a new event happened .it include 13mm rear tool reamer head. The reamer head broke inside of a tibia . It did involve the patient and break into 2 pieces of metal. There were 3 fragments as a result of the reamer head breaking. The surgeon was able to retrieve 1 fragment, leaving the other 2 behind in the tibia as they were to difficult to retrieve. There was a surgical delay. Reamer head out was changed with new a reamer head and able to attain the bone graft. The surgery was completed successfully after the event. This report is for one (1) 13.0mm reamer head for ria 2 sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: hrx.. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.